Event description:
Customer complaint that the head of the bed will not raise. No injury reported.

Manufacturer narrative:
Tech inspected the bed completely and found the head up hydraulic valve was not functioning properly. Replaced the head up hydraulic valve to resolve this issue.